Manufacturer narrative:
Follow-up # 1 date of submission 12/22/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2014 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked in the thread area and below the grip pad. Also unrelated to the complaint, evaluation revealed that the keypad cover was torn at the down arrow and ok buttons. During testing, the contrast keypad button was found to be intermittently unresponsive, which has no effect on insulin delivery function. All other keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. The pump case was removed and no evidence of moisture or loose components was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.